Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the dimension exl with lm instrument outputted an error message of reagent 1 (r1) metering pump cannot find home. The customer also observed that smoke emitted from the wiring behind the r1 metering pump. Additionally, the customer found that sample probe cleaner liquid leaked onto the optical sensor. With siemens remote assistance, the customer cleaned and lubricated the r1 metering syringe pump screw and ran a diagnostic test, which passed. The customer replaced the r1 optical sensor and the fittings of the sample probe cleaner tubing. Siemens further evaluated the event and determined that malfunctioned optical sensor in the r1 pump potentially contributed to the error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Smoke reportedly emitted from the wiring behind the reagent 1 (r1) metering pump on the dimension exl with lm instrument. The customer also reported that a burning smell emitted from the instrument and indicated that they encountered a "r1 metering pump cannot find home" error. Additionally, the customer reported that sample probe cleaner (spc) liquid leaked onto the optical sensor. There are no known reports of adverse health consequences due to the event.